Event description:
Medtronic received info that an annals of thoracic surgery article reported aneurysmal dilatation of a contegra conduit after right ventricular outflow tract reconstruction in a 1+ year old child. After an uneventful recovery, thirteen months post-operatively, the child had developed both mitral stenosis (mean 5 mmhg) and pulmonary hypertension (60/20 mean, 35 mmhg). Imaging by echo, MRI, and angiography demonstrated severe aneurysmal dilatation of the 14 mm contegra to 26 to 28 mm. No distal stenosis was identified nor conduit regurgitation found. There was similar uniform dilatation of the valve leaflets, and the valve remained competent. During replacement of the conduit, the surgeon reported that the conduit was uniformly dilated from the proximal ventricular anastomosis to the distal anastomosis. No distal stenosis was identified and the contegra was successfully replaced with no adverse patient effects reported.

Manufacturer narrative:
Evaluation: device history could not be reviewed as serial number was not reported. Reviewed. Results: no product was returned for analysis. Conclusion: cause of event cannot be determined. Analysis: without product return, a thorough investigation could not be completed, and the underlying root cause could not be determined. However, it was reported that the patient had developed elevated pulmonary pressures. As described in the IFU, "the contegra conduit may be used in several indications. Valve competency is improved at lower pressure loads; therefore, physicians may want to consider alternate procedures or therapies for patients exhibiting or at risk for high pulmonary pressures." Conclusion: reduced performance of the conduit was likely attributed to elevated pulmonary pressures in the patient. Without the return of the product for analysis, no definitive conclusion can be drawn regarding the performance. Medtronic will continue to monitor field performance to detect similar events, should they occur.